Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 29 MM NAVITOR VISION VALVE WAS SELECTED FOR IMPLANT USING A LARGE FLEXNAV DELIVERY SYSTEM (DS). PRIOR TO THE IMPLANT, THE PATIENT WAS IN A STABLE CONDITION. DURING THE PROCEDURE, THE VALVE WAS ABLE TO BE IMPLANTED AT A DEPTH OF 4 MM ON THE NON-CORONARY CUSP (NCC), AND IT WAS RE-SHEATHED MORE THAN TWO TIMES DUE TO INABILITY TO ACHIEVE APPROPRIATE VALVE POSITIONING. POST-IMPLANT, COMPLETE RIGHT CORONARY ARTERY (RCA) OCCLUSION WAS OBSERVED, AND A STENT WAS PLACED IN OSTIAL RCA LEADING TO CARDIAC ARREST. POST-PROCEDURAL ONE HOUR LATER, THE PATIENT WAS PRONOUNCED TO BE DEATH. THE IMPLANTER CLASSIFIED THIS DEATH AS BEING RELATED TO THE PROCEDURE AND THE PATIENT¿S COMORBIDITIES. NO ADDITIONAL INFORMATION WAS PROVIDED.

Event description:
It was reported that on (b)(6) 2026, a 29mm Navitor Vision valve was selected for implant using a large FlexNav Delivery System (DS). Prior to the implant, the patient was in a stable condition. During the procedure, right coronary artery (RCA) was not protected, and the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (NCC), and it was re-sheathed more than two times due to inability to achieve appropriate valve positioning. Post-implant, complete RCA occlusion was observed, and a stent was placed in ostial RCA leading to cardiac arrest. Post-procedural one hour later, the patient was pronounced to be death. The implanter classified this death as being related to the procedure and the patient¿s comorbidities. No additional information was provided.

Manufacturer narrative:
An event of Coronary Obstruction, Cardiac Arrest and death was reported. A returned device assessment could not be performed as the device was not returned for analysis.Additionally, the event was further reviewed by an Abbott Director Medical Affairs. The reviewer noted:The valve was recaptured two full recaptures and one partial recapture, due to difficulty achieving appropriate valve positioning. Multiple device manipulations were required during the procedure to obtain satisfactory alignment, and one sheath exchange was performed. The native annular perimeter was reported as 83.7 mm, and the final implant depth was approximately 4 mm. The implanting physician did not believe an Abbott device caused the event and instead considered the death more likely related to the procedure and the patient's comorbidities.Based on the available information, the reported death appears associated with post-implant RCA occlusion leading to cardiac arrest. The mechanism of the coronary occlusion cannot be determined from the information provided. The death is considered procedure-related; however, a definitive assessment regarding the contribution of device performance cannot be made due to the limited clinical and imaging information available. Should additional information become available, an addendum will be provided to this review.¿The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that due to difficulty experiencing positioning the valve, the valve was re-sheathed more than 2 times. Please note that per the Instructions for Use, "CAUTION: Do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Based on the available information and medical review, the cause of death appears to be related to the procedure and the patient's comorbidities. The cause of the reported cardiac arrest is likely cascading effects of the Coronary Obstruction. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered.